Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a 1000ml of an unspecified solution was programmed to infuse at 75ml/hr however it was noted to have completely infused within 1 hour. There was no report of patient harm.